Manufacturer narrative:
Barton sb, et al, the incidence and impact of arthroscopy in the year prior to total knee arthroplasty, knee (2016), (B)(4).

Event description:
It was reported in a journal article that 3 patients underwent a revision due to femoral loosening. An uncemented femur was used during the initial procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown nexgen tibial tray, unknown nexgen tibial bearing, unknown nexgen patellar component, all catalog#'s: ni all lot's#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.